Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an audible alert was heard from the patient's device. A remote monitoring transmission indicated that lead warnings triggered due to high right ventricular (rv) coil impedance on the rv lead. The lead remains in use. No patient complications have been reported as a result of this event.